Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse events of chf and copd exacerbation (characterized by dyspnea), which required hospitalization. The pdrn attributed causality to a liberty select cycler malfunction, which caused the patient to miss three consecutive ccpd treatments. As a result, the pdrn alleges the patient¿s inability to perform treatment indirectly led to the patient¿s chf and copd exacerbation. Chf is one of the most prevalent cardiovascular complications affecting esrd patients. In fact, the incidence of chf in the esrd population as compared to the non-esrd population is estimated as being up to 3-fold higher. Based on the information available, the patient¿s liberty select cycler cannot be disassociated from having a possible causal or contributory role in the serious adverse events experienced by the patient. Given the pdrn¿s allegation of malfunction, the patient¿s inability to perform treatment, a lack of discharge summary/treatment data, and no manufacturer evaluation/investigation into the suspect device; there is insufficient evidence to exclude the liberty select cycler from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease on continuous cyclic peritoneal dialysis [(pd)rn] for renal replacement therapy was hospitalized for shortness of breath (dyspnea) on (B)(6) 2023. The patient¿s pd registered nurse (pdrn) reported the patient missed 3 days of ccpd therapy due to a malfunctioning liberty select cycler. No additional information provided during intake. Follow-up with the patient¿s pdrn confirmed the patient was hospitalized on (B)(6) 2023 with complaints of dyspnea. Radiological testing revealed the patient was suffering from congestive heart failure (chf) and the exacerbation of the patient¿s underlying congestive obstructive pulmonary disease (copd). The patient reportedly underwent ccpd for 6 days while hospitalized utilizing the hospitals¿ liberty select cycler without issue. The pdrn stated the patient¿s chf and copd improved gradually during the hospitalization and the patient was discharged on (B)(6) 2023 in stable condition. The pdrn stated the patient returned home following discharge and resumed ccpd therapy utilizing a replacement liberty select cycler without reported issue (6 treatments have occurred). The pdrn reported the patient/spouse are very adept at performing ccpd therapy, and it is unlikely user error occurred. The pdrn attributed causality to a malfunctioning cycler, which has been returned to the manufacturer for further investigation. The pdrn cited the patient¿s positive experience with the replacement cycler to be the definitive indicator that something was wrong with the device. The patient has recovered from the serious adverse events. Upon review of a letter it was determined that the patient was not able to complete treatment with the cycler on the reported day. Patient was admitted to hospital on (B)(6) 2023 due to being the third night of cycler not working and medical intervention was required. Patient went to e.r. Short of breath.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease on continuous cyclic peritoneal dialysis [(pd)rn] for renal replacement therapy was hospitalized for shortness of breath (dyspnea) on (B)(6) 2023. The patient¿s pd registered nurse (pdrn) reported the patient missed 3 days of ccpd therapy due to a malfunctioning liberty select cycler. No additional information provided during intake. Follow-up with the patient¿s pdrn confirmed the patient was hospitalized on (B)(6) 2023 with complaints of dyspnea. Radiological testing revealed the patient was suffering from congestive heart failure (chf) and the exacerbation of the patient¿s underlying congestive obstructive pulmonary disease (copd). The patient reportedly underwent ccpd for 6 days while hospitalized utilizing the hospitals¿ liberty select cycler without issue. The pdrn stated the patient¿s chf and copd improved gradually during the hospitalization and the patient was discharged on (B)(6) 2023 in stable condition. The pdrn stated the patient returned home following discharge and resumed ccpd therapy utilizing a replacement liberty select cycler without reported issue (6 treatments have occurred). The pdrn reported the patient/spouse are very adept at performing ccpd therapy, and it is unlikely user error occurred. The pdrn attributed causality to a malfunctioning cycler, which has been returned to the manufacturer for further investigation. The pdrn cited the patient¿s positive experience with the replacement cycler to be the definitive indicator that something was wrong with the device. The patient has recovered from the serious adverse events. Upon review of a letter it was determined that the patient was not able to complete treatment with the cycler on the reported day. Patient was admitted to hospital on (B)(6) 2023 due to being the third night of cycler not working and medical intervention was required. Patient went to e.r. Short of breath.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease on continuous cyclic peritoneal dialysis [(pd)rn] for renal replacement therapy was hospitalized for shortness of breath (dyspnea) on (B)(6) 2023. The patient¿s pd registered nurse (pdrn) reported the patient missed 3 days of ccpd therapy due to a malfunctioning liberty select cycler. No additional information provided during intake. Follow-up with the patient¿s pdrn confirmed the patient was hospitalized on (B)(6) 2023 with complaints of dyspnea. Radiological testing revealed the patient was suffering from congestive heart failure (chf) and the exacerbation of the patient¿s underlying congestive obstructive pulmonary disease (copd). The patient reportedly underwent ccpd for 6 days while hospitalized utilizing the hospitals¿ liberty select cycler without issue. The pdrn stated the patient¿s chf and copd improved gradually during the hospitalization and the patient was discharged on (B)(6) 2023 in stable condition. The pdrn stated the patient returned home following discharge and resumed ccpd therapy utilizing a replacement liberty select cycler without reported issue (6 treatments have occurred). The pdrn reported the patient/spouse are very adept at performing ccpd therapy, and it is unlikely user error occurred. The pdrn attributed causality to a malfunctioning cycler, which has been returned to the manufacturer for further investigation. The pdrn cited the patient¿s positive experience with the replacement cycler to be the definitive indicator that something was wrong with the device. The patient has recovered from the serious adverse events. Upon review of a letter it was determined that the patient was not able to complete treatment with the cycler on the reported day. Patient was admitted to hospital on (B)(6) 2023 due to being the third night of cycler not working and medical intervention was required. Patient went to e.r. Short of breath.